Manufacturer narrative:
The device was received at the manufacturer for testing; an evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation requires one.

Event description:
According to the report received, indicated the cord of a core impaction drill which was smoking during a surgical procedure. Another device was used to complete the procedure. No adverse consequences were reported as a result of this event.